Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 we performed an abdominoplasty with liposuction of back/flanks and lateral chest on a (B)(6) female patient. The surgery was performed without incident and 2 jp drains were places in the abdomen. The drains were reported to be well intact and draining normally. On (B)(6) 2017 the patient was seen by the surgeon, dr. (B)(6) for her 10-day post-operative appointment and removal of her drains. At this point the right drain was removed without incident. It was reported to the physician that the left drain had no longer been draining. The left drain removal was attempted and the distal end of the drain was removed without resistance and gentle pressure when the proximal end detached from the rest of the drain. The physician attempted to remove the proximal end of the drain in the office without success. On (B)(6) 2017 the patient endured another procedure, exploration of abdomen and removal of drain at (B)(6) surgery center. The drain was easily found and retrieved.